Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath implanted: (B)(6) 2004: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving lioresal (baclofen) (500 mcg at 230.06449 mcg/day) via an implantable pump for unknown indications for use. It was reported that during the intervention of the pump changed for battery low. The doctor tested the permeability of the catheter and it was occluded so it was decided to change it and the old one was tied.